Event description:
The customer called to report high blood glucose. Troubleshooting was performed. No blood glucose reading was reported. The customer stated that she changed the infusion set but not the reservoir. The customer called back and reported that a few weeks ago her blood glucose was low and woke up in an ambulance. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Verified the basals and time are correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.